Event description:
It was reported that a speaker malfunction inop was intermittently displayed on the intellivue x3. No information was provided whether sound was still coming from the device. The device was not in use on a patient at the time of event, there was no patient involvement.